Event description:
Information was received indicating that this ambulatory infusion pump would not stop beeping. It was noted that the pump was in use with the patient at the time. The patient switched to another pump to resume therapy. No adverse patient effects were reported.